Event description:
Customer reported receiving sensor error and calibration error alerts. Customer stated that the alert occurred after the initialization period. Customer stated that the sensor appeared to be fully inserted and flat against the skin. She was unable to upload her data to carelink as she had never set it up before. Customer stated that there was no damage to the connection bridge or pins. A test plug procedure was run and it showed that the transmitter was functioning properly. It was determined that the customer was using expired sensors and she was advised not to do so. The blood glucose reading was 98 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.